Event description:
An indwelling right ventricular defibrillator lead developed a fracture which necessitated its removal and replacment with a new lead. The patient tolerated the procedure well and was discharged the following day. Manufacturer response (as per reporter) for right ventricular defibrillator lead, fidelisnone known.